Event description:
A pt reported that they could not test on the meter due to segments missing from the display. Pt had symptoms of nausea, headache, and felt "desperately ill". Their meter also allegedly would not power off. Both the issues were not resolved. There was no medical intervention. Pt was not treated. No further info has been reported.